Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a f/u report will be submitted.

Event description:
Rec'd info stating customer rec'd an occlusion alarm. There was no impact to customer's blood glucose level.